Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture and residue/debris on the product. Visual inspection found red dot and residue on lens. Claim# (B)(4).

Manufacturer narrative:
H6 - investigation findings code 213 corrected to code 114. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk ethnicity: unk. Race: unk. Date rec¿d by MFR: this product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# : (B)(4).

Event description:
Reported indicated that a 12.6mm, vicmo 12.6, -05.00 diopter, implantable collamer lens, for patient's left eye (os). Found that during loading of the lens, a red dot was found in optical area. After wiping with foam tip and a rinse, the dot was removed but a dot of residual opacities remain. The bss solution was found muddy after the lens replaced into the glass vial. Lens was not implanted.